Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 369 mg/dl. The customer stated that she was getting no delivery alarms prior to the event. The customer stated that some of the cannulas on the infusion sets were bent. The customer was unable to conduct any troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.